Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient ¿had an issue with her water stim going out¿ due to an accident involved. The meaning of ¿water stim¿ was unclear. It was noted the incident happened in 2008. It was also reported in (B)(6) of that year the implanted pulse generator (ipg) was implanted and in december of the same year the patient had to replace it due to ¿damage from the fall.¿